Event description:
It was reported that a peritoneal dialysis (pd) patient needed to have one more fill with an increased fill volume prior to surgery. Technical support assisted the patient with changing treatment settings to 4 fills of 2000ml. Upon follow up, the patient's porn reported this patient was hospitalized on (B)(6) 2020 for a pd catheter (not a fresenius product) revision. The patient had been experiencing drain issues during ccpd therapy on the liberty select cycler, directly attributed to a pd catheter complication. It was reported the cause of the patient's pd catheter complication was unknown yet the porn denied any incidence of a hernia, an infection or any serious injury that could cause or contribute to this event. The patient was able to continue ccpd therapy on a hospital provided cycler and products (brand and model unknown) during this admission. It was the contention of the porn this event was not due to a deficiency or malfunction of the liberty select cycler or any fresenius product(s) or device(s). It was reported the patient was discharged one or two days after admission (date unknown) and continues ccpd therapy on the same liberty select cycler at home post-discharge. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).